Manufacturer narrative:
Additional device product codes: kwp, mnh, mni. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was revised on (B)(6) 2019, as CT scan showed a fractured screw. During revision the affected screw was found to be intact and not fractured. The screw has been replaced, the system has remained inside. No other system was used. The initial surgery was performed on (B)(6) 2018. During review of received x-rays on (B)(6) 2019, it was identified that one locking screw (end cap) 04.614.508 is not attached to the head anymore. Concomitant device reported: unknown rods: spine (part # unknown, lot # unknown, quantity # 1). This report is for one (1) ti locking screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary : the review of the received x-rays has shown that there is a locking screw part 04.614.508 separated from a cancellous bone screw. Therefore this complaint is rated as confirmed. Product was not returned, therefore no investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.